Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with high bg values reaching about 300 mg/dl and as low as 40 mg/dl. Patient was fluctuating from hyperglycemia to hypoglycemia. Patient had a seizure during this time and was taken to the hospital via ambulance. Patient sustained cuts to the left side of their face, four fractures to her ribs and a black eye. Patient was treated with IV fluids for 2 hours and was prescribed pain medication (codeine) to be taken for 2 to 3 days. Patient was also given natroxen for anti-inflammatory treatment, x2 daily for as needed. Patient was given a breathing machine tube to get her lung capacity going because her ribs were pressing up against her lungs and had fluid in her lungs. No further information available.